Event description:
In 2004 while still receiving combined antiplatelet therapy, including both aspirin and clopidogrel, the pt presented with recurrent angina at exertion, which lasted for approximately 6 weeks. Electrocardiography results and laboratory values ruled out acute cardiac syndrome, and the c-reactive protein level was normal. Coronary angiography revealed marked restenosis with the sirolimus-eluting stent. Percutaneous intervention and in-hosp stay were uncomplicated.